Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings and stated that she had a bent cannula and the tape was not sticking. Customer reported symptoms of thirst, urination, feeling sick and experiencing mood swings. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarms and a low reservoir alarms were noted in the alarm history. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 546 mg/dl and has treated with a manual injection. No further information reported.